Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 464 mg/dl. The supplies were changed to address occlusion alarms and a bolus was delivered to address bg level.